Event description:
13 year old female with history of congenital pulmonary atresia and ventricular septal defect. The pt is s/p right sided unifocalization on 10/15/86. At age 3, pt underwent pulmonary atresia repair with right ventricle to pulmonary artery homograft replacement. Now at age 13, the pt requires explant of the homograft due to progressive homograft failure with calcification and severe regurgitation.